Event description:
Family member of home patient (hp) reports leak in pt extension line noted during dwell 1/6 of apd treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention required per rn.